Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) touchscreen is not working. There was no patient involvement.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) touchscreen is not working.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the touchscreen and performed unit checkout. The unit passed all functional and safety testes and was cleared for clinical use. The maquet failure analysis and testing (fat) department received the touchscreen assy, 12.1 associated with this complaint. This part was received with a reported unit failure message of touch screen not working. Performed visual inspection of this part received and part looks be in condition. Installed the touchscreen assy, 12.1 into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual. The failure analysis and testing department verified the failure of touch screen was not working. Touchscreen failed testing. Retaining touchscreen assy, in the fat dept. As per procedure.